Event description:
It was reported that during device check on a newly implanted device, dislodgment and high, out of range, capture threshold were noted on ra and rv leads. The patient was brought back into electrophysiology lab and the pocket was opened. The ra and rv leads were repositioned with stylets. The procedure went well and the patient was stable.